Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to a bacteremia infection. The patient was treated with intravenous antibiotics. There was no additional adverse patient effects were reported. This device was explanted.

Manufacturer narrative:
This supplemental is being filed to capture h6: updated to bacterial infection.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to a bacteremia infection. The patient was treated with intravenous antibiotics. There was no additional adverse patient effects were reported. This device was explanted.